Event description:
A malfunction on the pump was reported by the caller, but no notable events occurred prior to this issue. There was no adverse impact on the customer's blood glucose level. The malfunction code displayed was "malf 5," with a fault ID of 0x2147, and cts provided information and assistance to reset the pump. After the reset, the malfunction code did not recur, allowing the customer to continue using the pump. The caller was advised to call back if the malfunction code recurs, and they acknowledged and understood this instruction.